Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the transfer set and titanium adapter due to loose connection. This was observed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.